Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the lithotripter basket device was used with an alliance handle but failed to crush the 1.5cm stone within the common bile duct, and the tip did not detach. Consequently the pull-wire broke near the device handle while the basket was within the patient. Reportedly no stones had been captured/crushed prior to the failure, and there was no damage reported to the device packaging. Additionally, a sohendra handle was not used after the reported failure. It was reported that a surgery was performed to remove the basket and stone from the patient. The patient's current condition was reported to be very good.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The product was used past expiration date (09/21/2010) at the time of the reported procedure ((B)(6) 2010). Concomitant medical product: alliance handle. (B)(6): (intervention required to remove the device); (tip won't detach); wire break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(6).

Manufacturer narrative:
A visual examination of the returned device found the basket wire assembly from the coil assembly. The basket wire assembly was cut in two, and the pull wire and coil assembly were kinked in multiple places. The basket tip was intact and the basket wires were uneven and deformed due to use. The device was disassembled and the proximal end of the pull wire was found to have been sheared off near the handle cannula. Furthermore the fractured ends of the pull wire did not show evidence of necking down or other deformation prior to failure. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. The condition of the returned incident device was consistent with the complaint that the tip did not detach and the pull wire broke. Additionally it was noted that the basket wire assembly was cut in two, kinked and the coil assembly was buckled and presented multiple kinks. It is likely that the device was damaged during attempts to detach the tip and remove the basket from the patient during the procedure. Furthermore it must be noted that the product was used past its expiration date based on the lot number provided and the procedure date. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the lithotripter basket device was used with an alliance handle but failed to crush the 1.5cm stone within the common bile duct, and the tip did not detach. Consequently the pull-wire broke near the device handle while the basket was within the patient. Reportedly no stones had been captured/crushed prior to the failure, and there was no damage reported to the device packaging. Additionally, a sohendra handle was not used after the reported failure. It was reported that a surgery was performed to remove the basket and stone from the patient. The patient's current condition was reported to be very good.